Manufacturer narrative:
Event description: it was reported that a spectrum pump had an intermittent keypad response from the top row of keys. There was no patient involvement. No additional information is available. Date returned to MFR: 09/07/2017 (B)(4). Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported intermittent keypad response from the top row of keys which was reproduced when an intermittent keypad operation was experienced during device evaluation. An intermittent keypad response from the top row of keys were verified and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an intermittent keypad response from the top row of keys. There was no known patient injury or medical intervention associated with this event. No additional information is available.